Event description:
It was reported that the catheters were cutting the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿loose mandrel guides/excess vibration on the pallet¿ with a potential root cause of ¿mandrels touching each other within the pallet¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not us the product if the device or packaging is damaged." Correction: d10 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters were cutting the patient. No medical intervention was reported.